Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer stated that the pump showed 40 mg/dl and her blood glucose was 300 mg/dl. The customer stated that she took the sensor off because it was not reading accurately. The customer declined to troubleshoot for high and low readings. The product was not returned for analysis.